Event description:
Affiliate reported that the pt was inserted with a lumbar catheter for pressure release after a brain surgery. After the fifth day the catheter was removed and during the removal, the device was stuck and was torn. Approximately 3 cm of the silicone catheter was left inside the pt. Apparently the cut was a clean one. The pt is okay but will need to undergo surgery for removal of the catheter tip.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.